Event description:
It was reported that the customer leakage at the level of the junction of the y tubing. Additional information received 17 aug 2023 no medical emergency or a life-threatening situation. Signs, symptoms and complications observed: pte p.b. Flow at the per-treatment cap. Cap changed. No recurrence of flow.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation